Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible left side deflation." The device remains implanted.

Event description:
Healthcare professional reported "possible left side deflation." Healthcare professional reported deflation. Physician later noted "hole in valve." The device has been explanted.

Event description:
Healthcare professional reported "possible left side deflation." Healthcare professional reported deflation. Physician later noted "hole in valve." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak and/or damage: observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease flat and wear abrasion observed on the device. ¿ white particles observed inside the device.